Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was pre-dilated with a 2.00 x 15 mm non-boston scientific balloon. A 2.50 x 48 mm synergy was then deployed in the ostial lad at 12 atm. Immediately after deployment of the stent and removal of the stent delivery system, a type d, non-flow limiting dissection was observed distal to the stent edge. A 2.50 x 12 synergy was deployed by the overlapping technique to cover the dissection. The procedure was completed and the patient was stable.